Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received failed self-test alarm. The customer's blood glucose was unknown at the time of incident. The customer's mother performed self test and the insulin pump failed. The customer's mother was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.

Manufacturer narrative:
The device alarmed during self-test due to faulty connector. The insulin pump passed idle current test, run current test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. We were unable to perform blood glucose meter test and remote test due to alarm. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.